Event description:
The customer stated that the insulin pump display went blank during the rewind process. The customer stated that he had just changed the battery a few days prior. The customer was advised on troubleshooting steps to take to try and resolve the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.